Manufacturer narrative:
This report contains supplemental information for mentor asr/psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown side deflation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr/psr reference number (B)(4). It was reported that a patient with unknown age, race, and sex underwent unspecified breast augmentation with a 550cc mentor cpx 2 breast tissue expander and was presented with unknown side deflation. As a result, the device was explanted on (B)(6) 2017.